Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this physician requested review of the shock impedance measurements for this right ventricular (rv) lead. Upon review of boston scientific latitude remote monitoring system stored data, a gradual rise in measurements was noted and no alerts had been generated for measurements greater than 125 ohms. A boston scientific (bsc) technical services consultant reviewed the remote data cumulative shock impedance data since implant of this system. The consultant confirmed the device is programmed in line with recommended guidance. The bsc local area field representative stated the patient was brought into the clinic and the rv shock vector was reprogrammed from dual coil to rv coil only. An impedance of 125 ohms was noted which was an increase from a previous measurement of 110 ohms when programmed to dual coil configuration. The alert limit was increased from 125 ohms to 150 ohms. The consultant stated that continued routine follow-ups appear to be the appropriate action at this point to assess whether the impedance remains stable, or continues to increase. The product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this physician requested review of the shock impedance measurements for this right ventricular (rv) lead. Upon review of boston scientific latitude remote monitoring system stored data, a gradual rise in measurements was noted and no alerts had been generated for measurements greater than 125 ohms. A boston scientific (bsc) technical services consultant reviewed the remote data cumulative shock impedance data since implant of this system. The consultant confirmed the device is programmed in line with recommended guidance. The bsc local area field representative stated the patient was brought into the clinic and the rv shock vector was reprogrammed from dual coil to rv coil only. An impedance of 125 ohms was noted which was an increase from a previous measurement of 110 ohms when programmed to dual coil configuration. The alert limit was increased from 125 ohms to 150 ohms. The consultant stated that continued routine follow-ups appear to be the appropriate action at this point to assess whether the impedance remains stable, or continues to increase. The product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.